Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: associated device #1 - enveo r delivery catheter system, product ID: enveor-l, lot: unknown associated device #2 - confida brecker curve guidewire, product ID: gwbc30, lot: unknown citation: vu vh, nguyen tc, nguyen dh, ho td, truong bq. Snare-assisted management of nose cone entrapment during self-expandable transcatheter aortic valve replacement. Jacc case rep. 2025;30(3):103120. Published 2025 feb 5. Doi:10.1016/j.jaccas.2024.103120. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Section h6: the codes present in h6 correspond to components/products that comprise the reported event. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a medtronic 29 mm evolut r valve system. In their account of the procedure, the authors wrote that the evolut r valve was successfully deployed, but during retrieval of the delivery system, the medtronic confida brecker guidewire became entangled at the proximal end of the valve frame, while the nose cone of the delivery system lodged at the distal end of the valve frame. At the same time, infolding of the evolut r frame was observed at the site of a calcified nodule in the left ventricular outflow tract. Attempts to release the nose cone with conventional maneuvers were unsuccessful. Ultimately, the complication was resolved using a snare device without causing damage to the valve. Afterward, moderate paravalvular leak (pvl) was identified, which was effectively addressed with a post-dilation using a 22 mm z-med ii balloon. The tavr procedure was concluded, and the patient was discharged four days later. At the three-month follow-up, the authors documented that transthoracic echocardiography confirmed proper positioning of the valve with mild pvl and the patient was clinically stable.